Manufacturer narrative:
(B)(4). Concomitant medical products: 184766 - series a pat std 34 3 peg ¿ 865440. 183032 - vanguard cr ilok fem-lt 70 - j6423698. 141226 - biomet cc I-beam tray 83mm - j6462561. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02261, 0001825034-2019-02263, 0001825034-2019-02264.

Event description:
It was reported that patient underwent initial knee arthroplasty. Approximately 6 weeks post implantation, the patient received an intra-articular joint injection for pain and effusion. Attempts have been made, and no additional information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: moderate effusion noted requiring medical in office intervention (outcome reported as tolerated), rom: 110 degrees, satisfactory radiographs, left knee pain located in the medial & lateral condyle, medial & lateral tibial plateau, and medial & lateral joint line. The patient had normal laxity on exam and normal alignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.